Manufacturer narrative:
It was reported that during procedure the delivery system was leaking was reported. The investigation found that a fracture was found on the screw part of the extension tube. Upon testing it is further, which was identified as the likely cause of the leak. Imaging provided by the field appeared to show the leak at the extension tube. As event appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications prior to shipment.

Event description:
It was reported on (B)(6) 2025 a 6f amplatzer torqvue delivery system was selected for a procedure to close a patent ductus arteriosus (pda). During the procedure it was noted that the delivery system was leaking. There was concern with air potentially being introduced to the patient. The delivery system was removed from the patient and inspected. A split on the side of the connector was observed. The connection part was replaced and the same delivery system was used for completion of the procedure. The patient remained hemodynamically stable throughout the procedure. There were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.